Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Although the care giver reported that the clamp on the last fill line was open, insufficient information was obtained to identify a cause. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While a technical service representative (tsr) was troubleshooting for low drain volume alarm, a care giver reported air bubbles in the patient line. The home patient (hp) was connected at the time of the observed air. The tsr reviewed proper procedures with the care giver. The care giver planned on restarting therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.